Manufacturer narrative:
(B)(4). A device history record review was performed on the kit and the ampules with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural kit and ampules with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken ampules could not be determined based upon the information provided and without a sample.

Event description:
The kit had a broken lidocaine container inside the packaging. There was no patient or provider injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The kit had a broken lidocaine container inside the packaging. There was no patient or provider injury reported.